Event description:
It was reported that the customer was vomiting and hospitalized for high glucose level and dka. It was stated that the customer pulled her infusion set and the cannula was disconnected. The insulin was exiting between the skin and the tape. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Instructed customer to call back to perform the high-presure test when the clamp arrives.